Manufacturer narrative:
Upon further inspection of the returned intraocular lens (iol), several scratches (chipped marks) were observed on the lens. In addition, viscoelastic residue was observed, indicating that the lens was prepared for surgical use. The customer's reported complaint for scratches on the lens was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. The lens was not implanted and therefore not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens had a variety of debris. Due to the large variety of debris on the lens, particles analysis could not be performed. No scratches were observed on the lens. The customer's reported complaint for debris on the lens was verified; however no failure related to the lens manufacturing process could be identified. With the current controls in place, inspections and the release testing requirements, these particles observed on the lens would have been captured. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that white debris or a scratch was noticed on the optic of an intraocular lens (iol) upon opening the lens case. No patient involvement was reported. No further information was provided.